Event description:
It has been reported to philips that the allura xper fd20 system experienced a blue screen. The system was in use at the time of the event, but no harm has been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had blue screen. Review of the system log file showed a problem with the hard disk. Upon functional testing fse identified disk of host pc was defective. The philips engineer has replaced the os hard disk. After replacement of the os hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.